Event description:
It was reported that an unexpected reset occurred. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high". A correction bolus via the pump was administered to address the bg. Customer reloaded the cartridge and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.